Manufacturer narrative:
Physio-control evaluated the customer¿s device at the product assessment center (pac) and verified that the device would not power on. The cause of the reported issue was isolated to the processor u39, however further root cause could not be determined. The customer has been provided with a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that device would not power on. There was no patient involved in the reported event.